Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Lot information was not provided, so a DHR review could not be performed. The device as not returned, so an evaluation could not be performed. The complaint is unrefuted for one tm ardis device, unknown size for the failure of infection. Since we did not receive medical records, lot information, photos, or the device back we are unable to determine a definitive root cause but it could be attributed to improper sterilization or unknown patient factors. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a postoperative superficial infection was identified for a patient implanted with a tm ardis spacer. There was not a deep infection and the infection was resolved with oral antibiotics..

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available.without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a postoperative superficial infection was identified for a patient implanted with a tm ardis spacer. There was not a deep infection and the infection was resolved with oral antibiotics..